Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. The review of event history log identified following events in history: "(B)(6) 2018 7:30:08 am info alarm: standard admin set latched (B)(6) 2018 7:30:08 am high alarm displayed: cassette not attached properly / (B)(6) 2018 7:30:15 am high alarm silenced: cassette not attached properly / (B)(6) 2018 7:30:16 am cassette latch was opened /" functional testing included use testing. The pump was powered on and "cassette not attached properly" message was not activated when latching a cassette onto the pump. The customer's reported problem could not be duplicated. Based on evidence, the complaint was confirmed. The root cause could not be identified.